Event description:
A customer reported an issue with a button on their device being harder to push to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, and no further action was required. No additional information was provided regarding the outcome of the event.